Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the right femoral for acute exacerbation of as. It was reported the patient serious ischemia on the lower limbs below the impella access site. Limb ischemia was due to the insertion of the repo sheath into the femoral artery. There was no significant vessel meandering. The patient underwent a fasciotomy procedure to treat the compartment syndrome associated with lower limb ischemia. It was noted the by the physician that the cause of the compartment syndrome was the use of pcps for cardiac arrest associated with hyperkalemia. No further information was provided.